Event description:
It was reported by service report that the bed had lost its limits and will not go down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Height limits.